Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation and the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, we could not specify the cause of occurrence from the obtained information. However, it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in bf-q290 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope. IFU states that preventive measure in bf-q290 operation manual: chapter 4 operation:4.3 using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had scorched distal end. There were no reports of patient involvement.